Manufacturer narrative:
Brake adjuster.

Event description:
It was reported by service report that the brakes could not be engaged on the head end. No pt involvement or adverse consequences are reported.